Event description:
Unable to obtain readable rhythm on EKG monitor in ultrasound. There appeared to be a great deal of interference obscurring the EKG. Biomed tech reproduced interfernce with unit plugged into wall outlet. Interference did not recur when unit tested on battery power.